Event description:
It was reported one of the pt's leads had eroded through his skin, location unknown. The pt's scs system was explanted and disposed of. Note the pt received 2 leads from the same lot number as part of his scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.